Event description:
The account alleged that the brakes would not hold due to tread damage. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.